Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: 5076-58, lead, implanted: (B)(6) 2001, dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.